Event description:
Customer reported they had a pt admitted to area hospital due to possible hemolysis. The pt complained of back pain during treatment and requested that treatment be terminated. Pt initially refused to visit the emergency room but was later admitted due to continued pain. Customer expressed concern related to the blood tubing cartridge sets used, but had the machine checked out as a precautionary meassure.